Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was not functioning properly. This was noticed approx 3 weeks prior when trying to deliver a bolus. Up button continues to work intermittently. Infusion device has been in use for 3 years and pt boluses 7-8 times per day. Up button does pop up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.